Manufacturer narrative:
A spanish customer notified biomérieux of overestimated results for patients samples with vidas estradiol ii ref. 30431 lot 1008856950 on two different vidas instrument compared to another method from siemens. An internal investigation was initiated. The customer did not specify the number of patients impacted by this issue. They did submit a total of six patient samples for the investigation. Customer¿s results were as follows: sample (B)(6) : vidas pc= 160.46 pg/ml minividas = 149.23 pg/ml and siemens method = 39.17 pg/ml. Sample (B)(6): vidas pc =537.34 pg/ml minividas = 493.8 pg/ml and siemens method = 138.02 pg/ml. Sample (B)(6): vidas pc =205.5 pg/ml minividas = 173.99 pg/ml and siemens method =141.2 pg/ml. The following three samples had results that did not show a significant difference in values between the two methods: sample (B)(6): vidas pc =666.75 pg/ml minividas = 672.01 pg/ml and siemens method =678.74 pg/ml. Sample (B)(6): vidas pc =2651.47 pg/ml minividas = 2533 pg/ml and siemens method =2509.62 pg/ml. Sample (B)(6): vidas pc =2687.01 pg/ml minividas = 2599.17 pg/ml and siemens method =2923.49 pg/ml. To be noted, all patients are undergoing assisted reproduction treatment or follicle or endometrial maturation depending on the cycle, but the detail of the clinical context per any impacted patient nor the treatment followed was not provided. Investigation: 1. Device history record the review did not highlight any issue during manufacturing vidas estradiol ii ref.30431 lot 1008856950. 2. Complaint analysis no other complaint was recorded on vidas estradiol ii ref.30431 lot 1008856950 for false patient result as of 17-dec-2021. 3. Test/analysis performed a. Control charts analysis the complaint laboratory analyzed the results of 4 internal samples (targets 24.6, 110, 219 and 546 pg/ml) on 7 different batches of vidas estradiol ii including customer¿s lot 1008856950. The analysis of the control charts showed that all results are within specifications. Customer¿s lot is in the trend of the other lots. B. Tests performed by complaint laboratory: on internal sample: the complaint laboratory tested 4 internal samples (targets 32.38, 154.93 and 211 pg/ml) with the retain kit vidas estradiol ii lot 1008856950 and another batch 1008757870. All samples results are within their expected specifications. There was no evolution over time of the batch mentioned by the customer since the batch release. On customer¿s samples: six patient samples were received on 23-nov-2021, frozen at -30°c. The complaints laboratory tested the customer¿s samples with the retain kit vidas estradiol ii lot 1008856950 and another lot 1009010230. The results obtained with the lot 1008856950 / 1009010230 were as follows: (B)(6):185.58 pg/ml / 184.46 pg/ml. (B)(6) :196.57 pg/ml / 166.78 pg/ml. (B)(6): 2977.21 pg/ml / 2752.89 pg/ml. (B)(6): 766.79 pg/ml / 652.37 pg/ml. (B)(6): 507.82 pg/ml / 486.26 pg/ml. (B)(6): 2661.83 pg/ml / 2671.68 pg/ml. The results obtained by the customer were reproduced for the 6 samples. There is no significant difference of results between the both lots tested. So the difference observed between siemens and vidas methods is not related to a specific batch of vidas. The sample n°(B)(6) was also tested with different calibration and batches of vidas estradiol ii. For this sample, more variability was observed with the different vidas batches than for the other ones. This behavior could be explained by the quality of the sample, such as but not limited to, endogenous substances (bilirubin, cells fragment¿), sample handling (storage condition) or specific treatment. The interpretation of the fertility test like estradiol is impossible without a detailed clinical context for each patient. Only the study of the kinetic of estradiol, combined with other fertility markers, allows to define in which part of the cycle the patient was at the time of the collection blood, i.e. Follicular, pre-ovulatory or luteal. 4. Package insert information as mentioned in the package insert, the interpretation of vidas estradiol results should take into account the following points: - the storage/transport condition is a critical point: ¿sample stability samples can be stored at +2°c/+8°c in stoppered tubes for up to 3 days. If longer storage is required, freeze the sera or plasma at -19°c/-31°c for up to 4 months. Avoid successive freezing and thawing. » - there is no gold standard except ID-gcms so we cannot compare quantitatively different techniques without detailed clinical information. Chapter result and interpretation: ¿the vidas® estradiol ii assay is calibrated against the ID-gcms (isotope dilution - gas chromatography mass spectrometry) technique.¿ ¿any concentration values of estradiol obtained should be used for diagnosis in association with additional information gathered by the physician (patient questioning, current drug therapy, ultrasound scan, clinical observations, other examinations, etc.). ¿range of expected values it is recommended that each laboratory establish its own reference interval from a rigorously selected population.¿ the results could be impacted depending on the patient treatment. In cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. ¿limitations of the method do not use the vidas® estradiol ii assay to measure estradiol levels in patients undergoing fulvestrant therapy.¿ in conclusion, without all the information mentioned above, the investigation cannot state on the clinical discrepancies between the both methods vidas and siemens. Conclusion: according to the investigation, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on the retain kit vidas estradiol ii ref 30431 lot 1008856950 using internal samples. The results obtained by the customer were reproduced but it was not possible to identify a potential obvious root cause. This is due to the fact: the investigation cannot state on the clinical discrepancies between the both methods, vidas and siemens. There is no information regarding a detailed clinical context (cycle stage, medication, and results of other fertility tests). According to the investigation, vidas estradiol ii lot 1008856950 is still within expected performance.

Event description:
On (B)(6) 2021, a customer from (B)(6) notified biomérieux of obtaining overestimated results when testing patient samples with vidas estradiol ii 60 tests (ref. 30431, batch number and expiry date not specified) compared to another method. During the month of (B)(6) 2021, the customer reported that overestimated result with vidas estradiol and progesterone compared to the expected results obtained by the reference laboratory. The reference laboratory uses centaur xp system from siemens. Following this issue, the fse performed preventive maintenance and changed the scanner. After this intervention, the customer obtained expected results that matched reference laboratory results. However in (B)(6) 2021, the customer encountered the same issue again when using vidas estradiol ii 60 tests (ref. 30431). The fse has revised the system again but everything seems to be correct. To be noted that the customer also used vidas hcg, lh, prolactin, fsh and performs the qcv test. The customer is an ivf clinic and they have serious problems to follow up women in treatment with vidas reagents. As the customer sent the samples to a reference laboratory, the patient¿s results are correctly evaluated. There is no indication or report from the laboratory that the issue led to any adverse event related to patient's state of health or any delayed results. A biomérieux internal investigation will be initiated. Note: reference 30431 is not registered in the united states. The u.s similar device is product reference 30431-01 (k955647).